Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery status for this pacemaker went from 3 years remaining to less than 6 months remaining in 3 weeks. Review of stored device memory noted that the automatic capture (ac) was programmed on and was at high outputs. The ac feature was programmed off and a fixed output was programmed due to low evoked response impacting threshold testing. No adverse patient effects were reported. This product remains implanted and in service.